Event description:
It was reported by the pt that post a coronary stenting treatment procedure the pt experienced a fever and was hospitalized. A taxus express2 drug eluting stent (des) of unknown size was implanted in the pt and it was noted that since the device implantation the pt has "not been well". The day following the procedure the pt began experiencing chills three to four times a day. Almost two months after the taxus express2 des was implanted the pt was hospitalized with a 103 degree fever of unknown origin. The pt was treated with antibiotics and fever was resolved. It was also noted that right after stent implantation the pt developed a "dull pain" on the upper left side of her chest. Follow up with the physician indicated that the physician was unaware of the patient's condition. The physician was unable to provide any additional info.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.